Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and the patient's concern with textured implants.

Event description:
Healthcare professional reported left side rupture and implant exchange due to concern with textured implants. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5, g.2, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown particles on the surface of the shell, two openings curved, non-penetrating nicks, wear abrasion, dark ring was observed. Weight measurement identified device was underweight. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening. The other opening identified is sharp edge openings assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks assessed as surgical impact, non-penetrating nicks and a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted.